Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that the pump touch screen was unresponsive. Due to customer being unable to interact with the pump, customers blood glucose (bg) elevated to 878 mg/dl. Reportedly, customer fell downstairs and suffered a broken scapula. Customer went to the emergency room and was subsequently admitted to the intensive care unit with high ketones and ketone levels were identified as life threatening by health care provider. Customer was treated intravenously with fluids of saline and insulin. Customer was released (B)(6) 2025 with issue resolved and no permeant damage. Ultimately, the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.